Event description:
58784320 unit will randomly power on.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the unit would randomly power on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse discussed with the customer the replacement of the power switch overlay. The rse provided the customer with the parts ID for the power switch overlay. The customer ordered the part. The investigation is ongoing. The customer replaced the power switch overlay to resolve the reported issue. The device passed required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00011. All information from the original report(s) has been transferred to this report.